Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a pressure sensor that could not be "zeroed". The device was in clinical use when the issue occurred. There was no patient or user harm reported. A service engineer (se) reported that the issue was confirmed. The se reviewed the service manual and reported that the issue involved either the air module or the data acquisition (da) board. The se replaced the da board, and the device was operating normally. The device was returned to full functionality.